Manufacturer narrative:
All buttons function properly however, moisture damage was found on keypad traces. No button error alarm noted during testing. The device was received with a minor scratched display window, cracked case at display window corners, cracked on reservoir tube lip, cracked reservoir tube window through reservoir tube, cracked on battery tube threads, missing end cap sticker, missing display window, and ink spots/bleeding by the middle of lcd glass. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 13 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.